Event description:
It was reported that a user requested to return an ilet system and associated supplies due to persistent hyperglycemia, stating the pump was delivering insulin yet glucose levels remained around 300 mg/dl and expressing dissatisfaction with changing the infusion site every three days compared with prior practice. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or injury. Customer care provided support that included a review of the complaint, retrieval of the device under an RMA, and coordination with internal teams for assessment and credit processing. Investigation of this case revealed an unclear cause of hyperglycemia with no reported device alarms, and no specific device component malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.